Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in asking for help with programming her basal rates, but also stated that she was hospitalized for high blood glucose levels three months ago, on (B)(6) 2014. The customer's blood glucose level was 503 mg/dl. The cause of the hospitalization as per the health care provider was diabetes mellitus. The customer was wearing their insulin pump at the time of hospitalization. The customer was treated with manual injection and discharged. Nothing further was reported.